Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). It was indicated there is a planned lens removal and replacement. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.